Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported errors. The unit was tested on an in-house system and passed normal mode without triggering any errors on startup. The unit was tested on psc fixture test platform (pftp) and it failed sine cycle. The maintenance app showed errors 32098, 23068, and 23069 were triggered on degree of freedom (dof) 7. Visual inspection on the carriage showed that there was rotor bearing debris on dof 7 rotors mirror and dof 7 instrument sterile adapter (isa) lens. The debris was cleaned at the unit still failed sine cycle. The unit was tested on pftp and it passed direction test, carriage lissajous, fiber test, fan tests, brake tests, sensor check, friction tests, and carriage switch test.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there were multiple errors pointing to universal surgical manipulator (usm) 2. The customer replaced the instrument, replaced the sterile adapter, and restarted the system; however, the error still showed. The technical support engineer (tse) suggested the customer undock usm2 and continue. The customer continued with surgery. The procedure was completed with no reported injury.